Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4), alleging that her onetouch verio2 meter read inaccurately high. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged inaccuracy began on (B)(6) 2015 at 6:00pm. The patient stated that she obtained a result of "6.7 mmol/dl" using the subject meter on (B)(6) 2015 at 10:20pm compared to a result of "4.8 mmol/l" using another meter, both results taken within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 30%. The patient manages her diabetes with self-adjusting insulin. The patient stated that she took extra food/drink on (B)(6) 2015 at 6:00pm in response to the alleged inaccuracy. The patient denied that symptoms developed and no medical treatment was received. At the time of troubleshooting, the csr noted that the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms or receive medical treatment. The alleged product issue was not resolved with troubleshooting.